Event description:
The facility representative reported to baxter (B)(4), a colleague infusion pump with a failure code 703:00. This condition had the potential to interrupt delivery. It is unknown when the event occurred. There was no report of patient involvement, injury, or medical intervention necessary. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The device has been received by baxter, and the evaluation has not yet been completed. A follow-up report will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of failure code 703 was confirmed during product evaluation. The assignable cause was corrosion on the pump head module printed circuit board. The pump head module was replaced to correct the reported condition. The user interface module software version is 5.07.00.